Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare on 2/28/2007, that a customer had a problem with an insulin syringe. The customer reports "needles in this lot are flimsy and break as she takes the caps off."